Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40mg/dl. Cause of the low bg was unknown. Reportedly, the customer consumed carbohydrates to treat the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.